Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure and rail damage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5 initially failed to open and produced a clicking noise. A field service engineer investigated, and loose balls were found behind the drawer, and the rails were damaged. The rails were replaced to resolve the issue. Functionality was verified by logging into the hardware test application (hta), and the drawer operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure and rail damage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.